Manufacturer narrative:
H3: infection is a clinically well-known potential complication of any surgical procedure including shoulder arthroplasty. If infection occurs after shoulder replacement, whether related to the procedure or otherwise, the foreign metal and plastic implants can serve as a surface for the bacteria to latch onto, inaccessible to antibiotics. Even if the implants remain well fixed, the pain, swelling, and drainage from the infection make the revision surgery necessary. With current surgical techniques and antibiotic regimens, the rate of infection following shoulder replacement is 1.8% for primary and 4% for reverse shoulders.(1) the highest risk period for infection is the first two years following the surgery.(1, 2) 1. J.s. Coste, s. Reig, c. Trojani, m. Berg, g. Walch, p. Boileau. ¿the management of infection in arthroplasty of the shoulder¿. The journal of bone and joint surgery (br). January 2004; 86-b: 65-9. 2. W. Zimmerli, a. Trampuz, p.e. Ochsner. "Prosthetic-joint infections". The new england journal of medicine. October 2004; 351:1645-54. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined.

Manufacturer narrative:
H3: pending investigation.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2019. The patient was revised on (B)(6) 2024 as they were presenting with pain alongside a mild ongoing infection. The adapter tray, liner and glenosphere were exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.